Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that patient's controller could not find the device in their bedroom but it worked just fine in the kitchen. Patient experienced a screen in which they were not getting service and mentioned that it said 'no device found' but that they no longer had this screen and it was connected. Patient had to get up early in the morning to void but they couldn't so they checked the monitor and it would not connect. Patient tried bringing it closer tot he ens and made sure the top was not covered, however it still did not connect. Later in the morning, it connected in the kitchen and they left it there and came back a while later and it would not connect again, and resolved once more. Patient mentioned they had an urge to urinate but they could not void. No further complications were reported.